Manufacturer narrative:
(B)(4).

Event description:
The service report shows the graphic user interface (gui) key was unresponsive. Malfunction did not occur during patient use. The covidien customer support engineer (cse) replaced the keyboard. Ventilator passed self-testing.